Event description:
An endurant and another manufacturer¿s stent graft system were implanted for the emergent endovascular treatment of a 9.3 cm in di ameter saccular abdominal aortic aneurysm. Vessel morphology at implant was reported as an infra-renal angle of 70 degrees. Proximal aorta was 20 mm in diameter and 35 mm in length. The right common iliac artery was 18mm in diameter, the right internal iliac was 21mm in diameter, the right external minimum vessel diameter was 18mm in diameter; the right common iliac measured 27mm in length. The left common iliac artery was 12.5mm in diameter, the left internal iliac was 24.5mm in diameter, the left external minimum vessel was 21mm in diameter; the common iliac measured 39mm in length. It was reported that entry of aortic aneurysm was narrow and the right and left cias were big in diameter. Another manufacturer¿s bifurcated stent graft was implanted in the proximal side. Another manufacturer¿s distal limb was implanted on the ipsilateral right side. The diameter of distal sealing on the ipsilateral side was evaluated and endurant limb 24x24x82 was implanted into the other manufacturer¿s iliac limb. The contralateral left limb was cannulated, an endurant limb and a endurant limb extensions were implanted. Next an endurant limb extension was implanted at the bifurcated left external and internal iliac arteries. After the final angiography taken from the proximal side, a type ia endoleak was observed. A type ib endoleak was confirmed when the right limb (endurant was ballooned using a sheath. The stent graft was remodeled using an another manufacturer¿s balloon then another manufacturer¿s balloon. It was again checked by angiography, but there was possibility of a proximal endoleak, so another manufacturer¿s cuff was implanted proximally. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event).